Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead dislodged, possibly due to twiddler's syndrome. The patient presented to the lab for an ra lead revision. When the pocket was opened, the physician observed pus in the pocket and dead tissue around the atrial lead suture sleeve. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. The organism was identified as methicillin-resistant staphylococcus aureus, and the patient experienced discomfort, pain, purulent discharge and bruising around the implant site. No further patient complications have been reported as a result of this event.